Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead at s3 migrated, which was confirmed by x-rays. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Post-operatively, the issue was resolved.